Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Caller is in the or so sr info not gathered. Caller states they are placing a new spinal cord stimulation system and the caller indicated seeing the red 'x' on the connectivity check on contact 0 no matter what they do. Caller states they have tried basic troubleshooting, agent reviewed swapping the leads in the ports to evaluate as well as testing the actual impedance values of the system. Caller will call back with further questions if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the physician tightened the screw with a torque wrench which resolved the red x and had all green connectivity. The issue was resolved and the device was implanted.